Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the crem module. Although repairs were made to the instrument before returning it into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneously high creatinine (crem) result was generated from a unicel dxc 800 synchron system for one patient sample. The initial result was released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The initial result was questioned by nursing staff and a repeat crem test was performed. Upon repeat of the same sample on the same instrument, the crem result was lower and considered valid. The sample was a serum sample. No additional sample collection/handling information was provided by the customer. Instrument crem quality control results during the timeframe of the event were within customer specifications.